Manufacturer narrative:
We checked the returned unit and confirmed that the angulation-up stuck in l position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation-up. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.